Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 157, 155 and 223 mg/dl. Customer was unable to confirm if the results were hers or her husband's; reference internal report number (B)(4). The customer's expected blood glucose test result ranges are 117-123 mg/dl am fasting and 135-140 mg/dl pm non-fasting. At the time of the call the customer feels well and did not report any symptoms. Customer stated that when she obtained the high results she would take her metformin and then started to feel sick because her glucose was too low. Customer stated she would just eat something and feel better. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is06/21/2023 (expired) and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1 : 157 mg/dl date: 07-25 time: 07:38 am unsure. Result 2 : 155 mg/dl date: 07-25 time: 07:36 am unsure. Result 3 : 223 mg/dl date: 07-25 time: 07:34 am unsure. Result 4 : 133 mg/dl date: 07-24 time: 10:33 pm unsure.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Test strips expired-unable to perform retention testing. Meter was returned - reported defect not reproduced on returned meter. Product evaluation has been completed. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 18-aug-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.